Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with broken battery tube threads and broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. Customer states that insulin pump had damage. The insulin pump will be returned for analysis.